Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user goes to charge the batteries and within 15 minutes states it is at full charge. End user stating they only got about an hour use and the batteries die.